Event description:
The physician was performing one of his first arstasis deployments and an arstasis representative was present at the case. This was a diagnostic angiographic procedure on a proportional to obese male patient with a tortuous iliac artery. The physician over inserted the device before the arstasis representative instructed him to pull back to the correct position. Initial blood mark was observed and the procedure continued; however, the second blood mark was not observed. The physician pulled the device out and was going to revert to standard access; however, upon pulling the device out, it was observed that the sheath was not attached to the device. A fluoroscopic examination identified that the sheath was visible inside the artery. The physician retrieved the sheath using an ev3 4f snare. There was no patient injury and the diagnostic procedure was completed as planned.

Manufacturer narrative:
This is the second MDR report for sheath detachment for the arstasis device. A CAPA investigation has been conducted into the identification of a root cause for sheath detachments and as a result of the investigation, arstasis has identified a design improvement, new specification and new test method that are intended to reduce the incidence of sheath detachment. The design change has been submitted to the peripheral vascular devices branch in the office of device evaluation as a special 510 (k) submission. The submission is currently under review.